Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: b5, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found the returned device had a damaged on bending rubber due to wear and tear. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: 'the issue occurred when the patient was intubated in preparation for an unspecified therapeutic procedure; general anesthesia was administered. The procedure was successfully completed without reports of delay and patient injury. Reports of difficult intubation by anesthesiology team. No further information was provided by the customer.'

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the portion of the sheath at the distal end of the bronchovideoscope was completely torn off. It was unknown when issue occurred. There were no reports of patient harm.